Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0258194. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0258194. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200911838, 200911666, 200911563, 200910920, 200911753] that did not pertain to the reported issue. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). (B)(6) 2021 , holdrege received a photo complaint from material #328291 and lot #0258194; syringe 0.3ml 31g 8mm. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that 1 of 5 syringes failed while in a remote location during a vacation. The consumer verified the needle hub separated. Verbatim: from phone call on (B)(6) 2021 23:01:34: lot: 0258194. Catalog: 328291. Date of event: unknown. Samples: yes cl. From phone call on (B)(6) 2021 22:39:21: spouse of consumer stated, when needle shield was removed, needle hub separated. Stated, he had the problem back in november and he's still experiencing issue some months later. Cl. Information from email copied and pasted below: email received¿(B)(6) 2021 14:26:41 this is a new complaint. The complaint below, from november, resulted in approximately 1 of 5 syringes failing throughout an entire box. This high rate almost resulted in being without insulin while in a remote location during our recent vacation. We have now moved to a new lot number replacement lot and are seeing a similar failure rate:lot 0258194 cmfg date 2020-10-01exp date 2025-09-30. Patients are at risk of being stranded with non-functioning syringes. I will be reporting this to the FDA as well."